Event description:
During a ptca/stenting treatment procedure, removal difficulties were encountered. The physician successfully deployed an express2 4.0/32 mm stent in saphenous vein graft from the aorta to the circumflex coronary arteries. The stent deployed at 12 atms. As the balloon was deflated, it was noted that the balloon would not completely deflate. The balloon, still partially inflated, was withdrawn from the lesion. As the balloon would not fully deflated. It could not to be pulled into the guide catheter to be remvoed. The guide catheter and the balloon were removed as a unit from the body. No pt injuries or complications were reported.